Manufacturer narrative:
It was reported that a 68-year-old male patient underwent an ischemic ventricular tachycardia atrial fibrillation (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. The device evaluation was completed on 22-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch unidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. During the analysis, the lot number was retrieved; therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date were processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an ischemic ventricular tachycardia atrial fibrillation (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During an isvt case, a perforation of the lvot (left ventricle) was discovered by ultrasound ice. A pericardiocentesis was performed and reporter stated that a total of 1.5 litters was removed after issues with leaking blood. The patient will be going to surgery. This adverse event was discovered during mapping of the left ventricle with the thermocool® smart touch® sf uni-directional navigation catheter. Physician¿s opinion was that the adverse event happened during mapping with the thermocool® smart touch® sf uni-directional navigation catheter. He did not blame anyone and was surprised it happened. His contact force was about 30g during mapping when it occurred. Effusion developed and was drained temporarily with pericardiocentesis. He thought it would stop bleeding and continued the case. At the end of the case, it was still bleeding and after watching for 45 min, CT surgery was called, and the patient went to surgery. CT surgery was successful, and the patient survived. Patient is still in the hospital recovering. The patient required extended hospitalization because of the adverse event as most likely, because they had invasive CT surgery. A transseptal puncture was performed with a brk-1 needle. Effusion was noticed during mapping before any ablation. No evidence of steam pop. Irrigated catheter was used in the event and the flow setting: 2ml/min for mapping. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features: graph, dashboard, vector, visitag with the visitag module parameters for stability: max distance change 3mm. Min time 3. Force over time 25% min force 3g. Tag size 3. No additional filter used with the visitag and surpoint tag index values.